Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2187 implantable pacing lead: (B)(6) 2002. 4524 implantable pacing lead: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient received one inappropriate shock and four atrial antitachycardia pacing (atp) sequences prior to that. The pattern and rate logic on the implantable cardioverter defibrillator (ICD) didn't identify a 1:1 rhythm as supraventricular tachycardia (svt) and delivered the therapy inappropriately. The device and remains in use. No further patient complications have been reported as a result of this event.